Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had unexpected restart and a cold reset was performed, but they were able to clear the alarm. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform the a21 error test, prime or a33 test, excessive no delivery test and occlusion test or verify a33 alarm and a21 alarm due to motor error alarm.(B)(4).